Manufacturer narrative:
Concomitant products: the following devices were also listed in this report: triathlon ps x3 tibial insert; cat# 5532-g-409; lot# mjl6yh. Tri ts baseplate size 4; cat# 5521-b-400; lot# dbtt. Triathlon p/a ps beaded #4r; cat# 5516-f-402; lot# snhkm1. Simplex p full dose 1 pack: cat# 6191-1-001; lot# rbq045. Simplex p full dose 1 pack: cat# 6191-1-001; lot# rer094. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported right knee revision due to infection. Poly insert and patella removed. Only the poly liner was re-implanted.